Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On(B)(6) 2016, the distributor contacted animas and alleged the following: the patient, a surgeon, reports that while in the operating theater, the dexcom g4 always stops the session and then must be re-started and wait two hours for it to recalibrate. The patient is concerned about possible interference from the operating room machinery. There is no allegation of a blood glucose excursion. This complaint is being reported because the issue was not resolved.